Event description:
Reportedly, the instrument handle produced a "cracking" noise, the surgeon ceased firing the device, and opened the instrument's jaws to release the tissue. Another instrument handle was loaded with a sulu, was placed on lung tissue, and this instrument handle also produced a "cracking" noise after the fourth actuation of the instrument handle. This instrument did not place properly formed staples on the lung tissue either. The surgeon then decided to convert the procedure to an open surgery to maintain hemostasis by applying clamps, a bovie, and an ez45 instrument to complete the case without further incident. A blood transfusion was not required. Procedure: vats/wedge resection.